Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap, dim and discolored display, and a force sensor with calibration and resistance that were not within specifications. This report is made based on results of investigation completed on 01/16/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/16/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery cap was observed to have stripped threads. During testing, the pump was powered on and the display screen appeared dim with discolored text. The force sensor calibration did not measure within specifications. The pump case was removed, and the force sensor resistance also did not measure within specifications. No damage was found to the force sensor circuit. (B)(4).